Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. The battery estimation decreased two years in six months. A replacement procedure was scheduled for the near future. It was clarified that this device will not be returned for analysis once explanted. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. The battery estimation decreased two years in six months. A replacement procedure was scheduled for the near future. It was clarified that this device will not be returned for analysis once explanted. At this time, this device remains in service. No further adverse patient effects were reported.